Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (air) on the homechoice (hc) device during drain 4. The technical service representative (tsr) explained the air alarm. The homepatient (hp) disconnected then reconnected during drain stage and the hp would do manuals and call the nurse.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). Follow up with the nurse revealed that she does not recall the patient calling regarding the alarm. The nurse did report that the patient was continuing and doing well with peritoneal dialysis therapy. No medical interventions or patient injury was associated with this record. The batch review was not performed because the sample could not be obtained, and the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, number (B)(4).